Manufacturer narrative:
Report 3003721894-2015-00044 is associated with argus case (B)(4) polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Follow-up information received 21-jan-2016: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number ux4b, expiry date november 2017) for denture wearer. This case was associated with a product complaint. On an unknown date, the patient started polident denture adhesive cream 60 g. On (B)(6) 2015, an unknown time after starting polident denture adhesive cream, the patient experienced product complaint. On (B)(6) 2015, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and product odor abnormal. On an unknown date, the outcome of the accidental device ingestion, product complaint and product odor abnormal were unknown. Additional information: fu was obtained by receiving investigation report. Date investigation completed: 21/jan/2016. Date loc received: 02/feb/2016. To conclude this complaint has been classified as unsubstantiated and has not been escalated. Comment: downgrade report.

Event description:
Accidental device ingestion [accidental device ingestion]. Product complaints [product complaint]. This case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number ux4b, expiry date november 2017) for denture wearer. On an unknown date, the patient started polident denture adhesive cream 60 g. On (B)(6) 2015, an unknown time after starting polident denture adhesive cream, the patient experienced product complaint. On (B)(6) 2015, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion and product complaint were unknown. Additional information: product was functioning properly until patient used half dose of the product on (B)(6) 2015. On (B)(6) 2015, however, the product violently smelled like peppermint odor and had no effect on denture retention. Less than a minute after using the product, the consumer swallowed the product because it melted even though the consumer did not have any food, including hot food, and it was stored under 30 degrees celsius.